Manufacturer narrative:
(B)(4). No adverse reactions have been reported for this patient at this stage. Additional information, including a post-operative a-p pelvic x-ray has been requested for this patient in order to measure the acetabular cup orientation to determine whether there has been any impact to the patient, and if received, will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been identified that there was an error with the supine pelvic tilt measurement which has resulted in the ops acetabular guide being manufactured with the incorrect orientation.